Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used. 4.0 implant placed and was too wide, changed to 5.0 but was going to be too long and placed 5.0x9.5l. Same patient as (B)(6).